Event description:
It was reported that during a thoracic tumor resection procedure, when using the device on bleeding in thick tissue during the case, the device deployed a malformed clip then would shoot a second clip out the side. This occurred on three devices of the same lot. A fourth device of a separate lot was pulled to successfully finish the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: did ejected clips fall into the patient? Yes. If yes, were they retrieved? Yes (1 sent in with pi). Which firing of the device did this event occur on? First firing would drop out of the applier and second would shoot out the side malformed. What vessel or structure was the device fired on at the time of the event? Superior vessels leading to tumor, 3-4mm vessels. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No, if so, when? N/a. Did anything unexpected happen prior to this incident? No, took inferior vasculature with harmonic, but wanted to take superior vessels by clipping. Upon first firing of the device, issues began. Surgeon reports that device was straight on vessel and not torqued in any way. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? Tumor resection. What was found? N/a. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? No, if so, whom? N/a.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition with a malformed clip inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution. Device b additional information: batch # j90p1r, expiration date: 02/2017, manufacturing date: 03/2012. The analysis results found that device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution. Device c additional information: batch # j91604, expiration date: 04/2017, manufacturing date: 05/2012.